Manufacturer narrative:
(B)(4). The insulin pump received with broken reservoir tube lip, cracked battery tube threads. Cracked case display window corner, cracked lcd window, stained end cap sticker, stained address, serial number label, cracked belt clip slot and cracked case reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer stated that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.